Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of actual device used in this incident, it was determined that auxiliary drawer 4.2 cubie a2 was not ejected. A field service engineer (fse) ejected cubie and cleared plastic debris from cubie contacts. Further the fse reinserted cubie in application and customer reloaded the cubie with no error. The system functioned as intended after the field service engineer repaired the device.